Manufacturer narrative:
Follow-up #1 date of submission 07/17/2014-product analysis:the pump was returned and evaluated by product analysis on 07/09/2014 with the following findings:the pump¿s black box revealed related alarms. A battery compartment crack was discovered during evaluation. The battery cap was able to be properly secured. The pumps electric draws were found to be within specification. Leak testing revealed a display lens leak. The pump alerted for a related alarm during prime sequence testing. There was evidence of moisture within the pump¿s internal components.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a shortened battery life issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.